Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that an attempt was made to cross the graft with the mini vision stent delivery system (sds) without predilation; however, the stent dislodged during advancement across the graft. The stent was compressed into the graft using a balloon catheter and there were no reported patient effects. The procedure could not be completed because nothing else was able to cross the graft. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, the product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Evaluation summary: quality assurance analysis of the returned stent delivery system (sds) revealed blood visible on the outer member and on the balloon. There was fluid visible in the inflation lumen and in the balloon. The stent implant was not returned. There were crimp marks on the balloon where the stent implant had been between the markers. The balloon had loose folds. The protective sheath was not returned. There were kinks in the proximal shaft 1 cm, 63.5 cm and 75 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and analysis of the returned device. It should be noted that in the instructions for use (IFU), it instructs to "pre-dilate the lesion with a ptca catheter." Analysis of the 2.25x12 sds confirmed the stent had dislodged. The presence of contrast visible in the inflation lumen and in the loosely folded balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent implant. This would cause the stent to become loose, facilitating stent dislodgement during the attempts to cross the graft. Crimp marks were visible on the balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of manufacture. A review of the lot history record revealed that all online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The dislodged stent and the protective sheath were not returned for analysis. It appears that the stent dislodgement is related to the operational context of the device usage and not a product quality issue. There were kinks noted in the hypotube, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.